Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3887-28, lot# l73308, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-28, lot# l73308, implanted: (B)(6) 1999, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) used to be in the patient¿s gluteus but was now in his back because the ins was wearing a hole in his skin. The patient did not remember the date of the event. Additional information has been requested but was not available as of the date of this report.